Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 1, and the fault ID 0x279f. The customer¿s blood glucose level was not adversely impacted and did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged for a replacement pump to be sent, provided instructions for putting the current pump into storage mode, and advised on returning the defective pump using a pre-paid label. The customer reverted to an alternate method of insulin therapy.